Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot t9079, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if the needle broke from the body, point or swage. Is the needle piece retained in the patient? If yes, please clarify how was the broken needle retrieved from the patient? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? .was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Please provide procedure date. Patient¿s current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6); and a suture was used. During the procedure, the suture broke. There was a delay of 30 minutes to complete the surgery successfully. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/25/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/2/2020. Additional information: h6 batch manufacturing records of vp2347/t9079 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Additional h3 investigation summary: product complaint(B)(4) for performance -breakage needle. Complaint sample: complaint sample was not received for investigation batch record review: as a part of investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. From the batch record review, it is evident that there was no issue related to the needle & suture quality and processing of this incident lot. Retain sample analysis: five retain samples were retrieved for analysis. The needle retain samples were visually inspected for physical appearance, curvature, point, length etc. Attribute defects such as bend, cracked barrel, fins were found satisfactory. Bore diameter, wire diameter and bore depth test results were found to be meeting specification requirement. No defects were observed in the retain sample. These retain samples were tested for % stiffness & ductility and found to meet specification requirement. As the complaint is related to performance - breakage needle, stiffness and ductility test are applicable & measurable parameters. Stiffness test was performed to check the behavior of the needle material and process control. All individual stiffness values were found to be above requirement for and meeting stiffness minimum individual requirement. Further ductility test was performed to check the behavior of the needle material and process control. All individual ductility test values were found to be above requirement for ductility which meets requirement. All the individual % stiffness values & ductility test values were found to be meeting requirement. The above analysis shows that there was no issue related to processing of the lot. All the values are within the limits. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.